Manufacturer narrative:
Occupation: other, senior counsel, litigation as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pulmonary embolism and infarction, deep venous thromboembolism with history on acquired hypothyroidism. At the time of implantation, multiple procedures were done; angioplasty/atherectomy/stenting of femoral and lower extremity vessels, thrombolysis, and venography of the ivc. The report states that the filter subsequently malfunctioned including, but not limited to filter fracture, migration, ivc and abutting organs perforation. Per the patient profile form (ppf), the patient reports filter fracture, perforation of filter struts outside the ivc and perforation abutting an organ as well as anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and abutting an organ; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, migration, perforation and perforation abutting organs that caused injury to the patient. Information received per the medical records indicate that the patient has a history of pulmonary embolism and infarction, venous embolism and thrombosis of deep vessels of proximal lower extremity and unspecified acquired hypothyroidism.   At the time of implantation of the filter, the patient had multiple procedures: angioplasty or atherectomy of other non-coronary vessels, angiocardiography of vena cava, arterial catherization, injection or infusion of thrombolytic agent, arteriography of femoral and lower extremity arteries, insertion of non-drug-eluting peripheral vessel stent, insertion of one vascular stent and arteriography of femoral and lower extremity arteries.   Information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), perforation of filter struts outside the inferior vena cava (ivc) and perforation abutting an organ. The patient became aware of the reported events approximately thirteen years after the index procedure. The patient continues to experience worry, anxiety related to the filter.